Event description:
During the procedure, the jaw broke off of the distal end of the device. The patient was not involved and there was no serious injury reported.

Manufacturer narrative:
Evaluation of the returned device confirmed the complaint that the scalpel blade broke off at the distal end. Evidence suggests that the most likely cause for the broken blade was that the device came in contact with a rigid object during activation causing the scalpel rod (blade) to break. Ascent healthcare solutions' IFU states to avoid contact with any and all metal or plastic instruments or objects during instrument activation.